Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown insert. The other devices listed in this report: cat # unk, lot # unk, description: unknown scorpio nrg total knee femur; cat # unk, lot # unk, description: unknown baseplate; cat # unk, lot # unk, description: unknown patella. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device discarded.

Event description:
It was reported that the patients' left knee was revised due to infection. The sales rep was made aware of the revision when he was present for the spacer removal on (B)(6) 2014.